Manufacturer narrative:
Eval: result: as returned, one of the leads was kinked with all wires broken. Both leads were cut during explant. As a result functional testing could not be performed. Polyurethane sheath was not observed on the lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial sys on (B)(6) 2009. It was reported that the pt lost stimulation. One of the leads had invalid impedances on all contacts. When trying to reprogram the other lead, the pt felt stimulation in his outer back. When the lead was removed, the polyurethane sheath started to come off the lead. New leads were implanted and stimulation was captured postoperative. No other pt complications were reported.